Event description:
The crosssail ruptured at 11 atm during an inflation in a circumflex lesion. An extensive dissection in the proximal circumflex resulted, which was treated with a stent implantation. Pt was discharged from the hospital the next day and is doing well.